Manufacturer narrative:
PMA/510k: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
A patient of undisclosed age and gender underwent the placement of a cook wayne pneumothorax catheter using seldinger procedure. After insertion of the catheter "the guidewire noted to remain at the tip of the catheter via chest x-ray. The wayne pneumothorax catheter was removed with the guidewire "intact." A chest x-ray confirmed removal of the wire guide. Additional information regarding the event and the patient outcome have been requested but have not been provided at the time of this report.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported by (B)(6) medical center (upmc) that an unknown wire guide separated. The exact device is unknown; therefore, based on sales history review, the rpn: c-utpty-1400-wayne-112497-imh has been selected as the representative device for this investigation. The device was required for placement in a patient¿s chest. After the pigtail catheter was inserted, a chest x-ray was taken, and the wire guide was seen in the tip of the catheter. The catheter was then removed with the wire guide ¿intact¿ which was confirmed by chest x-ray. It is unknown how the procedure was completed. No other adverse events have been reported due to this occurrence. Reviews of the complaint history, quality control, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: ¿instructions for use: attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection. Advance the catheter over the wire guide into the pleural cavity to the desired depth. Depth may be guided by the 2.5 cm markings on the catheter. Remove the wire guide and catheter obturator. How supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, no device return, and the results of the investigation, cook has concluded that component failure without manufacturing or design deficiency contributed to this incident. It is possible that the patients anatomy contributed to this failure, but cook is unable to confirm this. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.